Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported as there was no patient involvement.

Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in used condition with a cracked bottom case and a cracked right plunger case. The motor drive and occlusion test were performed. The reported problem of motor rate error alarm was duplicated. The reported problem was found to be caused by a worn leadscrew. The failure mode was normal wear/life. The root cause is unknown. The pump was repaired by replacing worn parts.